Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. The explanted device will not be returned. No further information could be obtained despite good faith efforts.